Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a regular device changeout procedure, a proximal insulation breach was noticed on the atrial lead. The insulation was repaired and the procedure continued as normal. The patient was stable.